Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Approximately 3 weeks after pvi (pulmonary vein isolation)/afib (atrial fibrillation) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and an unspecified model of ngen generator, the patient experienced fistula from the left atrium (la) to their esophagus and died on (B)(6) 2025. A medication intervention was conducted along with a gastroscopy. This study did not adhere to the tag index values specified by bwi. An extensive ablation was performed at the posterior wall and the anterior wall of the left atrial pvi¿s. The force sensing ablation catheter used was the thermocool® smart touch® sf bi-directional navigation catheter. The force visualization features used were dashboard, vector, visitag. One transseptal puncture site was performed during the procedure. There are two reports for this event, one for the thermocool smarttouch and the other for the ngen generator. This report is for the thermocool smarttouch.